Manufacturer narrative:
Sc-1232 (sn (B)(6). Investigation results the ipg was not returned for analysis; therefore, a technical analysis could not be performed. The explanted device was not returned. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-2218-50 (sn (B)(6). Sc-2218-50 (sn (B)(6). Sc-4318 (bn/ln (B)(6). Investigation results the leads and anchor were not returned for analysis; therefore, a technical analysis could not be performed. The explanted device was not returned. Device history record it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to unknown reason. The explanted devices were not returned due to facility policies. Additional information was received that the patient was supposed to undergo a revision procedure to obtain better stimulation coverage and pain relief in patients feet. However, revision was aborted due to too much scar tissue, and everything was explanted.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to unknown reason. The explanted devices were not returned due to facility policies. Additional information was received that the patient was supposed to undergo a revision procedure to obtain better stimulation coverage and pain relief in the patients feet. However, revision was aborted due to excessive scar tissue, thus, everything was explanted.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted devices were not returned due to facility policies.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7113938, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7114244, UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, serial: na, batch: 29825229, UDI: (B)(4).